Event description:
The manufacturers field service engineer (fse) reported the ventilator failed testing during preventive maintenance service. The fse observed an inhalation autozero solenoid test failure in the device diagnostic history. If the solenoid malfunctions, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. The fse replaced the sensor pcb board to correct the test failure. Final testing was completed to operating specifications and passed.

Manufacturer narrative:
MFR received date: 08/07/2014. Conclusion / root cause: the reported complaint of the gas volume accuracy being out of tolerance was not duplicated. No fault was found on the returned sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).